Manufacturer narrative:
Investigation summary: over a period of more than 10 years, no test result from samples returned due to ineffective anesthesia has ever failed to meet specifications. The causes of ineffective anesthesia have been well documented in clinical literature for many years. Whereas a strong history of testing has supported that drug potency is not the cause, the actual cause may not always be ascertained. Bd has a long history of test results to support that drug potency issues have not been the cause of ineffective anesthesia events reported to bd through the complaint system. As a preventive action, the vendor of the applicable drug component (hospira / pfizer) will be notified of the reported failure mode from the customer. Likewise, the complaint will be entered into the complaint management system and will be tracked & trended for future occurrences and reviewed/investigated through the quality data analysis (qda) process if an adverse trend is identified. A device history review performed by hospira/pfizer shows that the reported lot met all specifications. The root cause for this incident is undetermined and a CAPA is opened to further investigate possible corrective and preventive actions.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in the report. And the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while performing a procedure with a bd¿ whitacre spinal tray with the use of lidocaine as the anesthesia medication, the medication was found to be ineffective. As a result, when the patient was pinch tested at the incision site, the patient "started bucking." The patient was placed under general anesthesia for the remainder of the procedure.